Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an (B)(6) 2018. According to the complainant, during the procedure, when an introducer of a guidewire was used to poke the entry of the biopsy cap, the sponge got detached and was stuck in the working channel of the scope. The procedure was completed with this device and the sponge was successfully removed by the technician during reprocessing of the scope. There was no serious injury nor adverse patient effects reported as a result of this event.